Event description:
Boston scientific received information that this right ventricular (rv) lead had one high out of range right ventricular (rv) lead shock impedance measurement which could not be reproduced. No adverse patient effects were reported. Current impedance measurements are within normal limits. Lead remains in service.

Manufacturer narrative:
(B)(4). This investigation will be updated should further information be provided.